Event description:
A health care professional reported that they obtained a high reading on their adc meter of 242 mg/dl as compared to a laboratory reference reading of 81 mg/dl from the same sample within 10 minutes. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
The user reported the k+ was not reading on the monitor. The user reported the sensor was changed out to correct the reading and no error codes were observed. No other details regarding the event were provided. There were no reported adverse consequences to a patient as a result of this event.

Manufacturer narrative:
Customer returned meter (B) (4) for investigation. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. This is a final report.

Manufacturer narrative:
(B) (4). The complaint was not confirmed and all results were within range spec during control solution testing. In the meter's memory log on (B) (6) 2009, the reading of 242 mg/dl was found. .